Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type catheter; product ID 8590-1, lot # n295439, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump miscellaneous overinfusion undetermined root cause. Analysis of the catheter revealed sc connector damaged at explant. (B)(4).

Event description:
It was reported that the pump was filled by a home health agency because the patient was incarcerated. This reporter was unsure if there were volume discrepancies or if there were attempts to access the pump by a ¿non-healthcare provider.¿ it was thought that the patient had loss of therapy issues. A dye study was done. The catheter had a break. The device system was replaced. The patient status was reported as ¿alive-no injury.¿ the device system was delivering morphine. It was later reported that the patient had pain related to the event. The catheter break/tear/hole was in the distal/spinal segment and had been identified via the dye study. It was ¿probable¿ that catheter segments were left in the intrathecal space. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n295439, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: accessory. This pump was subjected to oi CAPA testing. Rpa re-visited to finish out analysis steps. The pump logs were free from any anomalies, therefore not requiring this pump to be put through full destructive analysis as per lab process. Phase 1 destructive analysis was performed because the outer shield was removed for oi CAPA testing. Analysis is complete. Current analysis coding will remain unchanged. (B)(4).